Event description:
Customer called on (B)(4) 2012 reporting of crystallization of albumin reagent on the outside of the modular albumin (albm) reagent cup and the valves below the cup of a unicel dxc 800 synchron system. The issue was noticed while performing 4 month maintenance on the cups while the modular chemistry (mc) covers were off. Customer stated that no erroneous patient results were generated and no reruns were performed. There was no change to patient treatment attributed to this event. The customer noted that the o-ring was damaged. Beckman coulter field service engineer (fse) found that the cup was leaking due to a damaged reaction cup o-ring which consequently damaged the pump and valves of the albumin module assembly. Fse replaced the albumin module assembly and repair was verified per established procedures.

Manufacturer narrative:
Evaluation codes - results code - (other): damaged o-ring. (B)(4).